Event description:
Additional information became available that this device has been emitting beeping tones. The physician plans to explant and replace the device soon.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) displayed fault code 1003 indicating voltage too low for projected remaining capacity. The field representative performed a save to disk. A device anomaly was confirmed through disk analysis. Boston scientific technical services (ts) discussed the disk analysis results and suggested that the device should be replaced and returned for detailed analysis. Additional information was received that the patient was scheduled for device change out. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--